Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device interrogation showed an over estimate of battery longevity. The device was re interrogated and the correct longevity was displayed. The device remains implanted.

Manufacturer narrative:
Should have been reported as (B)(6) 2008.